Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('periods hurt bad, I cannot do a lot around the house, I cannot even work bc of the pain, limited to what I can do') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Three months check up- they told her they were in place: x-rays , ultrasounds. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding, periods are like I am bleeding to death/bleed for hours"), procedural pain ("surgery hurt so bad"), allergy to metals ("reaction to metal"), toothache ("teeth hurt"), tooth fracture ("teeth busten"), procedural complication ("blood was fillen in my belly and chest"), anxiety ("anxiety") and internal haemorrhage ("I flat lined be of internal bleeding") and experienced headache ("headaches"), back pain ("back pain"), arthralgia ("hip pain"), groin pain ("croch pain") and fatigue ("stay tired"). The patient was treated with diazepam (valium), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, procedural pain, allergy to metals, procedural complication, anxiety and internal haemorrhage outcome was unknown, the headache, back pain, arthralgia and groin pain outcome was unknown, the fatigue had not resolved and the toothache and tooth fracture had resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, dysmenorrhoea, fatigue, groin pain, headache, internal haemorrhage, menorrhagia, procedural complication, procedural pain, tooth fracture and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: pif received- new event I flat lined be of internal bleeding was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('periods hurt bad, I cannot do a lot around the house, I cannot even work bc of the pain, limited to what I can do') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Three months check up- they told her they were in place x-rays ultrasounds. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding, periods are like I am bleeding to death/bleed for hours"), procedural pain ("surgery hurt so bad"), allergy to metals ("reaction to metal"), toothache ("teeth hurt"), tooth fracture ("teeth busten") and procedural complication ("blood was fillen in my belly and chest") and experienced headache ("headaches"), back pain ("back pain"), arthralgia ("hip pain"), groin pain ("croch pain") and fatigue ("stay tired"). The patient was treated with diazepam (valium), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, procedural pain, allergy to metals and procedural complication outcome was unknown, the headache, back pain, arthralgia and groin pain outcome was unknown, the fatigue had not resolved and the toothache and tooth fracture had resolved. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, groin pain, headache, menorrhagia, procedural complication, procedural pain, tooth fracture and toothache to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event blood was fillen in my belly and chest was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('periods hurt bad, I cannot do a lot around the house, I cannot even work bc of the pain, limited to what I can do') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Three months check up- they told her they were in place x-rays ultrasounds. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding, periods are like I am bleeding to death/bleed for hours"), procedural pain ("surgery hurt so bad"), allergy to metals ("reaction to metal"), toothache ("teeth hurt"), tooth fracture ("teeth busten"), procedural complication ("blood was fillen in my belly and chest") and anxiety ("anxiety") and experienced headache ("headaches"), back pain ("back pain"), arthralgia ("hip pain"), groin pain ("croch pain") and fatigue ("stay tired"). The patient was treated with diazepam (valium), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, procedural pain, allergy to metals, procedural complication and anxiety outcome was unknown, the headache, back pain, arthralgia and groin pain outcome was unknown, the fatigue had not resolved and the toothache and tooth fracture had resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, dysmenorrhoea, fatigue, groin pain, headache, menorrhagia, procedural complication, procedural pain, tooth fracture and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('periods hurt bad, I cannot do a lot around the house, I cannot even work bc of the pain, limited to what I can do') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Three months check up- they told her they were in place. X-rays, ultrasounds. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding, periods are like I am bleeding to death/bleed for hours"), procedural pain ("surgery hurt so bad"), allergy to metals ("reaction to metal"), toothache ("teeth hurt"), tooth fracture ("teeth busten"), procedural complication ("blood was filling in my belly and chest") and anxiety ("anxiety") and experienced headache ("headaches"), back pain ("back pain"), arthralgia ("hip pain"), groin pain ("crotch pain") and fatigue ("stay tired"). The patient was treated with diazepam (valium), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, procedural pain, allergy to metals, procedural complication and anxiety outcome was unknown, the headache, back pain, arthralgia and groin pain outcome was unknown, the fatigue had not resolved and the toothache and tooth fracture had resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, dysmenorrhoea, fatigue, groin pain, headache, menorrhagia, procedural complication, procedural pain, tooth fracture and toothache to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- anxiety. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('periods hurt bad, I cannot do a lot around the house, I cannot even work bc of the pain, limited to what I can do') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Three months check up- they told her they were in place x-rays ultrasounds. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding, periods are like I am bleeding to death/bleed for hours"), allergy to metals ("reaction to metal"), toothache ("teeth hurt") and tooth fracture ("teeth busten") and experienced procedural pain ("surgery hurt so bad"), headache ("headaches"), back pain ("back pain"), arthralgia ("hip pain"), groin pain ("croch pain") and fatigue ("stay tired"). The patient was treated with diazepam (valium), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea and allergy to metals outcome was unknown, the procedural pain, headache, back pain, arthralgia and groin pain outcome was unknown, the fatigue had not resolved and the toothache and tooth fracture had resolved. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, groin pain, headache, menorrhagia, procedural pain, tooth fracture and toothache to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: teeth stopped hurten and teeth bust were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.